Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the revealed that the balloon is not well folded anymore and shows signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned separately. The stent is partially inflated and deformed over its entire length. The angiographic material shows an instrument, potentially the complaint instrument, being inflated in the target lesion without a stent on the balloon. The actual stent displacement is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent could not be deployed. After removal the stent was found displaced on the balloon. Outside patient an attempt was made to inflate the balloon and then it was detected that the stent was deformed. Date of event and lot number unknown.